Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the lay user/patient¿s meter has been returned on 09/01/2014 and evaluated by lifescan product analysis on 09/10/2014 with the following findings: error 4 message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014. The patient manages his diabetes with humalog insulin, lantus insulin and metformin tablets. The patient reported, on (B)(6) 2014, he increased his dose of lantus from ¿8mm-14mm¿. The patient also reported, on date/time unknown, experiencing symptoms of ¿headaches, high blood pressure¿, but denied receiving any treatment for his alleged symptoms. During troubleshooting the cca noted that the patient was not using the meter for the first time, the patient had been storing his test strips correctly, he was using the correct testing technique and the test strip completely drew in the sample. The cca walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported because the alleged product issue was not resolved during troubleshooting.